Manufacturer narrative:
The investigation is still in progress. A f/u medwatch report will be submitted once the investigation has been completed.

Event description:
It was reported that the hand pendant moves all axes without any command (with motion enable bars pressed) while displaying either hieroglyphs or an "b". All motions are stopping when meb is released. No adverse event to the pt occurred.